Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) shut down spontaneously, then it came back up by itself and was working fine. When the bme inquired about it with the nurses, they stated that this had occurred before. No patient harm was reported. The bme is returning the cns to nihon kohden and a warranty exchange unit will be shipped to the customer.

Manufacturer narrative:
Investigation summary: the biomedical engineer (bme) reported that the central nurse's station (cns) shut down spontaneously, then it came back up by itself and was working fine. They stated that this had occurred before. Investigation summary: there is no information indicate device had failed. The customer stated that the shutdown had occurred three times (over a specified time). A service history for this serial number indicates no other events were reported to nihon kohden. The service history for this facility at around the time of this event was reviewed. There was one instance of cns rebooting (ticket (B)(4)) - this was related to connecting and disconnecting a usb device while cns was running. There is inconclusive information regarding the event on 12/16/2021. Spontaneous shutdown or spontaneous reboot events or shutdown are usually reported while the cns is monitoring patients and are triggered by either a power loss or a hardware failure. When the cns experiences a power loss, it can be caused by a variety of events. These events include power outages, generator tests, uninterruptable power supply (failure), power outlet failure. These are environmental factors that impact device functionality. Hardware failure that may result in spontaneous shutdown or reboot includes power cord failure, hard drive failure, and various other essential components of a computer system such as the cooling fan, internal power supply, motherboard, cpu, memory, etc. Most commonly, hard drive failures will result in spontaneous shutdown or reboot of the device. Causes of hard drive failures include normal hard drive failure or failure resulting from frequent power loss, inappropriate shutdown/reboot procedure. The operator manual outlines specific steps to perform a device shutdown or reboot. As with any device, the hard drive supplied with the cns has limited durability. It is the manufacturer's recommendation to have hard drives replaced every two years or 20,000 hours of use. As a maintenance reminder, the user is prompted with a message on the bottom right of the cns screen to check hard drive status once usage has reached 20,000 hours.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) shut down spontaneously, then it came back up by itself and was working fine. They stated that this had occurred before. No patient harm was reported.